Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported insulation anomaly. Outer insulation was observed to have some waviness. (B)(4).

Event description:
It was reported that prior to implant, an insulation anomaly was seen on the atrial lead in the box. The lead was not used.